Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of low impedance, noise, and defective device were not confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header and connector found no contamination or foreign material. Electrical and mechanical analysis performed indicated normal functionality. Additionally, the device was tested with various loads, and the pacer was able to detect and measured the lead impedance within normal range. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2023-50584. New information notes that the patient had scheduled explant procedure of right ventricle (rv) lead and pacemaker. The right ventricle (rv) lead exhibited high capture threshold measurement, low impedance measurements and noise. An x-ray was performed and no anomaly was found. The rv lead was explanted and replaced. After the lead was replaced, the same issues occurred. The issue was then believed to be due to a pacemaker header anomaly and set screw issue. The pacemaker was also explanted and replaced. The patient was in stable condition.